Event description:
It was reported that during a battery replacement, high impedance was observed once the new generator was implanted. The pre-op impedance was within normal limits. The device was reinterrogated, but high impedance was still observed. An accessory kit was then used on the new generator and high impedance was observed so a backup generator was implanted instead. There was no impedance issues observed with the backup generator. The suspect generator has not been received by product analysis to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator.

Event description:
The suspect device was received, and product analysis is underway.

Manufacturer narrative:
H3. Device evaluated by MFR code 02 - product analysis of the suspect product is currently underway.